Manufacturer narrative:
The product has not yet been received. A supplemental report will be submitted with all relevant additional information. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The contact and customer were not able to troubleshoot at the time tandem technical support was contacted.